Event description:
It was reported that there was high impedance on the right ventricular lead. The impedance returned to normal operating parameters after the doctor opened pocket and tightened set screw. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.